Manufacturer narrative:
Follow-up #1: date of submission 02/08/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 01/13/2016 with the following findings: a review of the black box data and alarm history revealed call service alarms had occurred. During investigation, the pump alarmed with a call service (cs 069) at start-up. The call service 69 failure was written to the black box as a call service 87 failure. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump emitted a cs 069 call service alarm during a bolus. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.